Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, baxter's tsc assisted the hp in ending therapy early. Therapy was completed by replacing the homechoice set and connecting the pre-used supply bags to the new homechoice set. No pt injury or medical intervention was associated with this incident per the hp's nurse.